Event description:
On (B)(6) 2024, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent grafts with active control system and a gore® tri-lobe balloon catheter. It was reported that there were no issues during device placement, and the proximal tgmr373715 was implanted just distal to the patient's left subclavian artery origin. The procedure was completed successfully with no reported issues and the patient was doing well post operatively. On (B)(6) 2024, it was reported that the patient had developed acute left leg weakness. A spinal drain was placed and the patient was admitted to the ICU for monitoring. The suspected cause of the left leg weakness reportedly remains unknown. No patient anatomy was suspected to have caused or contributed to the event. The patient continues to be monitored.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #tgmr373715/ serial (B)(6) / UDI (B)(4). Catalog #tgm343410/ serial (B)(6) / UDI (B)(4) which are captured in manufacturer report #2017233-2024-05200. A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. According to the gore® tri-lobe balloon catheter instructions for use, potential device or procedure related adverse events which may or may not require intervention include, but are not limited to, local neurologic damage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.